Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement resulting in intermittent ventricular pacing failure as observed on the hospital monitor. This rv lead remains in service. No additional adverse patient effects were reported.